Event description:
It was reported that the ilet user¿s dexcom g6 sensor had expired, the pump was not paired to a sensor, and automated dosing stopped. The user was running high until they replaced the sensor, correctly attached it, entered the pairing code, and then entered a fingerstick while awaiting warmup. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure when the sensor was not started, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.